Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was at home when they passed out. The patient's daughter called paramedics and when they arrived, they checked the patient's bg and it was 54 mg/dl while the cgm was 200 mg/dl. The patient regained consciousness when the paramedics arrived and was provided diluted soda. After consuming the soda, they checked the patient's bg and it rose to 100-105 mg/dl. The paramedics shut off the patient's insulin pump and advised the patient not to turn it on. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.